Event description:
Note: this report pertains to one of two devices mentioned in the literature article. Refer to manufacturer report # 3005099803-2024-05659 for the associated device information. Boston scientific became aware of events involving ultratome sphincterotome and dreamtome sphincterotome devices through the article, trainee involvement increases precut rates and delays access to the common bile duct without an increase in procedure-related adverse events: a brave new world of ercp training? By theodor voiosu md, phd, et al. Per the article, patients underwent an endoscopic retrograde. Cholangiopancreatography (ercp) procedure, and the following occurred: six patient deaths occurred in the 30-day interval following the procedure, three of these deaths were related to procedural complications (two cases of severe pancreatitis and one perforation). Please see the referenced article for full details.

Manufacturer narrative:
Block b2: the exact date of the patient death was not reported. The retrospective study date (B)(6) 2017, is used for the estimated date as it is the only date listed in the article. Block b3: the exact date of event was not reported. The retrospective study date (B)(6) 2017, is used for the estimated date as it is the only date listed in the article. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source journal article: voiosu t, et al. "Trainee involvement increases precut rates and delays access to the common bile duct without an increase in procedure-related adverse events: a brave new world of ercp training?" Rom. J. Intern. Med., 2018, doi: 10.1515/rjim-2017-0041. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f02 captures the reportable event of patient death.